Event description:
It was reported that during a diagnostic colonoscopy, it was discovered that the arv130 fell off into the patient¿s rectum while attempting to remove the scope from the anus. The arv130 came off the scope due to the internal anal clenching from the patient. The doctor did not apply any lubricant until after the arv130 was correctly attached to the distal end of the scope. It was reported that the doctor was able to retrieve the subject device from the patient¿s anus using a snare. There was no reported harm to the patient. (B)(6).